Event description:
A falsely elevated troponin I result of 37.0 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The same sample was retested and a negative result was obtained ( no data provided). Patient treatment was not prescribed or altered and there was no report of an adverse health consequence as a result of the falsely elevated troponin I result. The most likely cause for falsely elevated troponin I result is sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. The most likely cause for the falsely elevated troponin I result is sample integrity. Use error: the elevated result may be due to phlebotomy technique. The same arm used for IV infusion was also used for phlebotomy. The opposite arm should have been used if possible when the second sample was collected. If the same arm had to be used, the IV should have been turned off for at least 2 minutes prior venipuncture and the tourniquet should be applied below the IV site. A other than the one with the IV should be selected. When the venipuncture is performed 5ml of blood should be drawn and discarded before drawing the specimen for testing. In this case it appears the sample was collected above the IV site, which would contaminate the sample with a very high concentration of the infused substance. Making it unsuitable for analysis. This was discussed with the customer. The device is performing within specifications.